Event description:
(B)(6) states that the left front caster fork is bent. (B)(6) alleges the patient weighs approximately (B)(6). (B)(6) also alleges that both arm pads are snapped off of the chair. They are attached right now with zip ties.